Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that, while uncovering the implant, there was a shift in the implant when torque was applied to check healing. The implant was removed just over 3 months after placement. In addition, 20 ncm of torque was applied at implant placement. It was also reported that the bone quality was type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, while uncovering the implant, there was a shift in the implant when torque was applied to check healing. The implant was removed just over 3 months after placement. A 20 ncm of torque was applied at implant placement. It was also reported that the bone quality was type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.